Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The patient stated that the pump alarmed button error, and delivered too much insulin. The patient stated that she was priming the pump, and noticed that the number of units on the screen reached 29. The patient took the pump off, and then it gave a button error alarm, and the act button stopped responding. The reported bg at the time of the call was 230 mg/dl. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.